Event description:
On (B)(6) 2014, a customer reported an unexpected negative antibody screen when testing a blood sample on a galileo echo.

Manufacturer narrative:
The customer site was unwilling to provide additional information or participate in troubleshooting the issue. Site unwilling to troubleshoot.